Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a pump error and also there was no delivery alarm even when there was insulin in the reservoir. The customer's blood glucose level was 220 mg/dl. The customer stated that the issue was not resolved after changing the infusion set and the error occurred even when there was insulin in the reservoir. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery/insulin flow blocked alarm noted during testing.